Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left carotid ophthalmic segment, communicating, dissecting aneurysm. During the procedure, it was reported that the first pipeline could not be released and the entire system was removed from the patient. The second pipeline did not fully open distally despite guidewire manipulation and balloon angioplasty. An occlusive thrombus was formed in the artery so the physician performed a control from the right carotid to discover that there was flow coming from the a-comm (anterior communicating) artery; therefore, the procedure was concluded. It was reported that the patient had vigil, aphasia, and moderate to severe hemiparesis. Same event as MDR# 2029214-2013-00566.